Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Visual inspection did not indicate any abnormalities. Product testing indicated the power supply had no output. The power supply was exchanged and a boot up was performed more than 30 times without any further trouble noted. All programmer functions were tested without issue and the programmer was able to interrogate a device without any further trouble. Overall, analysis was unable to confirm the allegation made against the programmer in the field.

Event description:
It was reported that this programmer suddenly shut down when the physician was using it. The physician observed smoke to be emitting near the power supply port. The programmer will be returned for analysis. No patient involvement was noted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this programmer suddenly shut down when the physician was using it. The physician observed smoke to be emitting near the power supply port. The programmer will be returned for analysis. No patient involvement was noted.